Event description:
Nurse reported to our sales rep that the gamma nail broke.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.